Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite attempts to use multiple cables. The customer reported they were unable to fit the usb cable into the pump usb port. There was no impact to the customer's blood glucose level. Customer indicated that the current pump would continue to be used for diabetes management.